Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown ulnar stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09768.

Event description:
It was reported that a patient underwent an elbow procedure on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent an elbow procedure. Subsequently, the patient fell and experienced a distal radius fracture and was casted. The patient had a wound on the elbow that became infected. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.